Manufacturer narrative:
The initial emdr indicates: physio-control evaluated the device and verified the reported failure. The customer declined any repairs and the device has been returned to the customer, unrepaired. The customer has also removed the device from service. The cause of the reported failure could not be determined. The initial emdr should indicate: physio-control evaluated the device and verified the reported failure. Physio advised the customer that the device is monophasic and no longer supported. The customer has removed the device from service. The cause of the reported failure could not be determined.

Event description:
It was reported that the customer's device had its service indicator illuminated and had logged a critical event code in its memory. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The customer declined any repairs and the device has been returned to the customer, unrepaired. The customer has also removed the device from service. The cause of the reported failure could not be determined.